Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on january 2014 by the indian j orthopedics titled ¿soutcome of double bundle anterior cruciate ligament reconstruction using crosspin and aperture fixation.¿ the study reviewed 100 patients and identified acl/pcl instability due to a stitch abscess with bioabsorbable interference screws in 3 patients during the year follow-up period. Ref: joshi d, jain v, goyal a, bahl v, modi p, chaudhary d. Outcome of double bundle anterior cruciate ligament reconstruction using crosspin and aperture fixation. Indian j orthop. Jan 2014;48(1):42-8. Doi:10.4103/0019-5413.125493.